Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms in both bipolar and unipolar mode. Some noise was also able to be recreated on the rv channel. No changes were made and the rv lead remains in service. No adverse patient effects were reported.